Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette. This occurred during prime. The patient was not connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) had the patient check for air bubbles and stated that there were about twenty (20) bubbles found in the patient line. The patient would start over with new supplies. Renal therapy services (rts) initiated a swap of the device. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.